Event description:
It was reported that this pacemaker device exhibited oversensing from the ventricular channel. Upon further review it was noted that there was farfield oversensing. The health care professional (hcp) will be following up with the electrophysiologist (ep). This device remains in service. No adverse patient effects were reported.